Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn 59043697 has been completed. The reported problem ( does not communicate with test monitor) was confirmed. As received, the electrode belt would not communicate with a test monitor. Upon evaluation, pins 5, 6, and 7 of the u718 component were out of tolerance. The cause of the inability to communicate is the defective component. The root cause of the defective component cannot be positively identified. No adverse event resulted from the defective component.

Event description:
A us distributor returned electrode belt sn (B)(4) indicating that it would not communicate with a test monitor.